Event description:
In 2006, I had the essure birth control system inserted. I was in pain immediately after, which I was told was normal. I waited a few months and when the pain didn't subside, I called the doctor. The doctor who did the procedure was no long at that practice, and they told me there was nothing they could do. He was unreachable. To this day I am in extreme pain, even worse during my menstrual cycle and now have major dizziness.